Manufacturer narrative:
The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported burning in eye and disrupted vision following exposure to contact lenses that had been soaked in the solution. Consumer states using the lens case provided however, only soaked lenses for an abbreviated period (2 hours) of time. Attempts to contact the consumer for follow-up details about any doctor¿s visits were unsuccessful. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.